Event description:
Ela was recently made aware that this lead was explanted approx 3 mos after implantation because it reportedly had dislodged. The physician attempted to re-position the lead but removed it because he believed he had inadvertently nicked the lead during the repositioning.

Event description:
Ela was recently made aware that this lead was explanted approx 3 months after implantation because it reportedly had dislodged. The physician attempted to re-position the lead, but removed it because he believed he had inadvertently nicked the lead during the repositioning.